Event description:
During the procedure for humeral rod implantation, a cortical screw broke during implantation. It remains in the patient's bone and was not removed. This issue caused a 30 minute procedural delay. This report is related to report number 3025141-2022-00048 which is on the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown.